Manufacturer narrative:
Device photo analysis results: visual analysis of the photographs identified: ¿ the device is inside a syringe so it cannot be determined if it has an opening or is broken. ¿ red particles in the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Healthcare professional reported right side rupture that was discovered during replacement surgery. The device has been replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "breast augmentation" for "right symmetrization mastopexy".

Event description:
Healthcare professional reported right side rupture that was discovered during replacement surgery. The device has been replaced.